Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a 34-year-old female patient who had essure (batch no. 713457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included vaginal discharge, parity 4 (birth of son in (B)(6) 2008), low back pain, bacterial vaginosis and multigravida. Concurrent conditions included anemia, insomnia and bladder infection. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 1 year 2 months after insertion of essure, the patient experienced bacterial vaginosis ("infection (other) describe: bacterial vaginosis"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous, bacterial vaginosis, depression, anxiety and pelvic pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, bacterial vaginosis, depression, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: per mr: in (B)(6) 2016 the patient presented a positive urine pregnancy test as well as a poistive quantitative hcg , however us was negative for an intrauterine pregnancy or an ectopic pregnancy. In (B)(6) 2016: "patient presents on today doing well in follow up for her positive pregnancy test with the sure and place. No ectopic or intrauterine pregnancy was ever confirm, but her quantitative hcg continues to decrease. Her initial hcg was greater than 800, last was 139". Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs received. Event per pfs: the event ectopic pregnancy was updated to "pregnancy (stillbirth or miscarriage)", miscarriage, infection (other) describe: bacterial vaginosis, psychological or psychiatric problems condition: depression and mental anguish, pain were added. Lot number received. Reporter´s causality comment was updated with clarifications regarding pregnancy event. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("post implant ectopic pregnancy") in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report